Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken knob, and there was concern that the part under the knob may be broken. The caller stated that they would try replacing the knob, and if replacing did not work, they would send the epg in for repair; the current status of the epg is unknown. There was no patient involvement.